Manufacturer narrative:
The device was not returned to the service hub for evaluation and analysis. Without the return of the pump a comprehensive failure investigation cannot be performed and a cause cannot be determined. A 12-month service could not be performed because no serial number was provided.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact information: (B)(6) medical ctr, (b(6) asst. Director, biomedical services: (B)(6).

Event description:
The event involved a plum 360 infusion pump and occurred on an unspecified date. It was reported that the pump turned off due to battery failure while infusing a patient in a critical care area. There was patient involvement and unknown human harm reported. No additional information was provided on this event.